Event description:
Information received indicates the bed exit will arm, but does not alarm when the patient exits the bed.

Manufacturer narrative:
The facility declined to repair the bed and have removed the bed from service to use for parts.